Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing an insertion of a gamcath gdhk-1325 catheter. During the insertion process, a crack on the blue dilator was observed. Reportedly, it was not possible to complete the insertion and the catheter was removed and a new one inserted.